Event description:
It was reported to nova biomedical that, a consumer received a result of 9.9 mmol/l (179 mg/dl) on their blood glucose meter. The consumer performed another test getting a result of 3.2 mmol/l (58 mg/dl) on another glucose meter. The difference in the readings was a determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant finding be a result of that investigation, a follow-up report will be filed.